Event description:
While pt having heart cath with stent placement, during the procedure "there was watermelon seeding of the balloon with the balloon sliding backwards". The tip of the wire entered a branch of the artery adn the wire was not able to be with drawn. Upon further attempts to gently remove the wire there was breakage of the wire. Pt taken to the operating room the following day and the wire was removed along with proceeding with a CABG.